Event description:
It was reported that during a cast removal procedure at the user facility the device was overheating. There was a red mark on the patient's arm following the procedure. The procedure was completed successfully using back-up equipment. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was not confirmed. The unit performed to specifications, and no failure modes were observed. Preventative maintenance was performed, and the device was returned to the customer.

Event description:
It was reported that during a cast removal procedure at the user facility the device was overheating. There was a red mark on the patient's arm following the procedure. The procedure was completed successfully using back-up equipment. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.